Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected.

Event description:
The user's hearing performance with the device was affected. The floating mass transducer (fmt) was not properly placed at the round window anymore. A repositioning surgery was performed to couple the fmt to the stapes.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient's hearing performance with the device decreased. A revision surgery was performed to reposition the floating mass transducer (fmt). It is assumed that the decrease in hearing was caused by an insufficient mechanical device coupling to the round window, which occurred as a consequence of a post-operative fmt migration. The recipient is now satisfied and the device remains implanted and in use.